Manufacturer narrative:
Other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the stimulator moved into high mode, over stimulating the patient. The patient described the stimulator sounding like a jackhammer at work. The patient had misplaced the programmer yesterday and had not found it. The patient reported that over the weekend the patient went out of town and the stimulation increased on its own and started going crazy like a jack hammer. Since they forgot their programmer, they could not turn stimulation down or off. The patient pressed on their back at the implantable neurostimulator (ins) site and the stimulation started to decrease on its own. There was no trauma reported. This was considered a sudden change starting on (B)(6) 2016 that occurred during normal use when the patient was in the bathroom taking off their makeup at the sink. The patient reported that when they pushed on the "plate" in their back it stopped it to what it was programmed to. The patient had not felt it since that time. The patient did not use it all the time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.